Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During a shoulder arthroscopy, after a few minutes of use , the dr noticed that a piece a metal was detached from the head of the electrode. Affiliate responded 8-18-2016. Did the tip fall into the patient? Yes. If it did, was it removed? Yes. How was the procedure completed? Without problems. Did this failure extend the procedure time greater than 30 minutes? No.

Manufacturer narrative:
The shaft of the complaint device was received and evaluated. The shaft of the device appears to have been cut off where it meets the handle, and the shaft portion was received at mitek. Visual observation under magnification revealed no anomalies on the active tip or shaft. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed four other complaints for this lot of devices that were released to distribution. Of those four complaints, two were dissimilar to what was reported for this complaint event. Of the remaining two complaints, one was for the metal active tip loosening but not falling off, and one was for the metal active tip falling off of the device into the patient. We cannot determine a root cause for what was reported as nothing has fallen off of this complaint device returned to mitek for evaluation. No corrective action is required and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).